Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with blank display due to broken component on the interface board. The unit had minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that the customer had normal blood glucose levels of 85 mg/dl. The customer reported that the insulin pump has a blank screen or display. The customer reported that the insulin pump was dropped. Troubleshooting was done. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue the use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information is provided.